Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2014-05507 the patient had two leads from the same lot, and two extensions from the same lot. It was reported the patient had lost right side coverage on the morning of (B)(6) 2014. The patient eventually lost stimulation early the following morning. An impedance check revealed the right lead had invalid impedance. Reprogramming to provide resolution was unsuccessful. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2014. During the procedure, both leads were found to be fractured along with an extension. As a result, both leads and the fractured extension were explanted/replaced. The patient stated that he played a few rounds of golf before the stimulation issues occurred. The doctor believes the devices were fractured due to the biomechanics of the patient's golf swing. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.